Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited oversensing and a high amount of short interval counts (sic). The device and lead remain in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).